Manufacturer narrative:
The service rep ordered and replaced the ps3 power supply. The system operates as intended.

Event description:
The customer reported the system would not lift or lower. No patient injury occurred.